Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4). Implanted: explanted: product type lead product ID 3888-33 lot# v360222 serial# implanted: explanted: product type lead product ID 3888-33 lot# v219494 serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4). , ubd: 22-jun-2013, UDI#: (B)(4). ; product ID: 3888-33, serial/lot #: v360222, ubd: 10-nov-2013, UDI#: (B)(4). ; product ID: 3888-33, serial/lot #: v219494, ubd: 27-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's hcp wanted them to get an MRI of their head and possibly neck due to a brain tumor and encroachment on their cervical spine. Patient stated they need to have surgery again because their battery pack was dead and has been dead for a couple of years. Patient also reported that there are at least 2 leads that are encroaching on their spinal cord that need to be moved.

Event description:
Additional information from the patient indciated that her 2 leads in upperpart of her lower back starting to encroached on her spinal cord. She also confirmed that her battery will be replaced soon and the doctor or the manufacturing representative will contact the manufacturer to update the registration.

Manufacturer narrative:
Continuation of d10: product ID 3777-60 lot# serial# (B)(6) product type lead product ID 3888-33 lot# v360222. Product type lead product ID 3888-33 lot# v219494. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.